Manufacturer narrative:
The device was returned to the MFR for repair. The service record indicates that the device is in excess of (B)(6) and the last repair was on (B)(6) 2010, for a non related issue. The inspection found that the calibration settings were within specification and the device produced an acceptable cut, however the roller, cutter and sideplates were worn. Worn components likely contributed to the cause of the reported complaint. The device is overdue for annual recommended preventative maintenance. Clinical follow up indicated the graft did not perforate completely. This probably is due largely to worn components, as worn sideplates can cause the roller and cutter to move out of alignment as the graft is pulled through the device. The meshgraft ii instruction manual provides guidance should the graft not disengage from the cutter. This is a re-usable device, subject to normal wear and tear, and has not been returned to zimmer for service or preventative maintenance since (B)(6) 2010. The zimmer meshgraft ii should be returned every 12 months. Annual factory calibration checks are strongly recommended to verify continued accuracy. The device was serviced and returned to the customer.

Event description:
It was reported that the skin rolled up on wheel of the zimmer meshgraft ii unit. Add'l clinical follow up with the hospital indicated that when the graft was not meshed/perforated completely. There was no add'l donor harvest required as surgeon completed non-perforations with a knife blade. There was less than 10 minutes increase in surgical time dedicated to the surgeon performing manual perforation of graft.